Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin irritation. It was reported the irritation from the site started on the leg and spread over the buttocks. For treatment, the patient was given pen injections, intravenous (IV) fluids, IV benadryl, a steroid (prednisone), and pepcid. The pod was worn on the abdomen between 4 and 24 hours. The patient was discharged after 3 hours. The patient was allergic to the adhesive.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.